Manufacturer narrative:
Continuation of d10: product ID {{d-evolutfx-2329}}; product lot/serial number {{unknown}}; product type: {{0195 heart valves}}; implant date {{na}}; explant date {{na}} medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that following the deployment of a transcatheter valve, a post-implant balloon aortic valvuloplasty (bav) was performed due to under expansion. Subsequently, the valve dislodged. It was noted that prior to valve dislodgement, the implant depth on the non-coronary cusp (ncc) and left coronary cusp (lcc) was 10 millimeters (mm). Following valve dislodgement, the implant depth on the ncc and lcc was 16 mm. A second transcatheter valve was then implanted valve-in-valve (viv). Per the physician, the depth of implant contributed to the event.